Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced high impedances (>4000ohms) intraoperatively on electrode #6. The impedance test was re-run with a snap lid and yielded the same high impedances. The lead tails were switched in the snap lid and the issue carried over to the opposite side. All other electrode combinations were good.